Event description:
It was reported by the user site that on (B)(6) 2026, during a 3dimensions patient exam, a burning smell was noticed after two exposures were acquired. The user site reported that the unit was turned off following the event. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and found that the c-arm node was offline. The fse also reported that one component was burnt. The fse reported that the c-arm control board was replaced, and the system was tested for functionality. No further information is currently available.